Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he changed his basal rates on his insulin pump on his own without the advice of his doctor. Customer stated that his doctor advised that he should be getting 54 units a day. Customer had changed the basal rates to get 66 units a day. Customer has a doctor's appointment tomorrow and will see him for his pump and high blood glucose. Customer's blood glucose was 410 mg/dl. Customer treated with a manual injection.